Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). Waveforms and a vent filter sample submitted to the manufacturer for analysis showed evidence of device end of life. While in the hospital awaiting, a pump exchange, the vad coordinator reported that the patient's system controller alarmed for red heart and yellow wrench and as a result the patient was placed pneumatic support using an ip console and stroke volume limiter (svl).

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing on lvad support without any further issues. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.